Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The events of necrosis and wound dehiscence are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "they did not want the doctor to implant a 500 cc implant on the one side, but the doctor did anyway. The skin broke down underneath and was black."

Event description:
Patient reported "skin broke down underneath and was black" for the unknown side. Device has been explanted.